Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Tandem technical support instructed customer to prime the tubing to address the issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer¿s blood glucose level was 398 mg/dl.